Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va12495, implanted: (B)(6) 2016, product type: lead. Patient code pertains to both ipg (B)(4) and tined lead (B)(4). Device code pertains to both ipg (B)(4) and tined lead (B)(4). Eval conculsion code pertains to both ipg (B)(4) and tined lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported thigh or nerve pain. The patient stated the pain isn't all the night; it is mostly at night when laying down and trying to go to sleep. The patient stated it curves the side of the hip around to her knee. The patient added it feels like someone has taken a dagger and put it in her right leg. The patient noted the pain eventually does subside. The patient noted she went to see her neurologist and he said it was caused by the neuro stimulator and the leads going to l2 and l3. The appointment with the neurologist was around the middle of may. The patient is considering having the device removed. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported they have nerve pain. In (B)(6) 2016, they woke up during the night with pain in their right buttock. Their family member helped them stand up and the pain went down their leg and moved over to the left buttock. They were told it was a spasm of a bundle of nerves. The patient noted they felt stimulation uncomfortably lying down or sitting. Once they turn stimulation off, the pain subsides. The patient further reported that their therapy stopped in (B)(6) 2016. They stated that program 2 was felt directly in the rectum. Program 3 felt a little better and they waited 4 weeks with no therapeutic benefit. They increased stimulation but still did not get any benefit and week later had discomfort in their groin. They still had to wear 3 layers of pads and diapers and they were in the same situation as before the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.